Manufacturer narrative:
(B)(4). Batch # l54p9r. Device evaluation summary: the analysis results showed that one xr30v reload was received damaged as the rear cap was broken off and fully loaded with staples. No functional test was performed due to the condition of the device. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated, and a click is heard. If the instructions are not following the reload may became damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the cartridge had been broken when removing the cartridge. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.